Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. After successful preparation of dilator into faradrive sheath, system was advanced into the body. While attempting to advance the system, significant resistance was noted by the physician. Upon withdrawal of the system from the body, a kink of the versacross rf wire was found and it was unable to smoothly pass wire through dilator. Then, a second versacross connect for faradrive kit was opened, however its dilator noted to have excess plastic on tip, and dilator lumen was partially occluded. The issue was then resolved with a third kit. The procedure was completed, and no patient complications occurred. The device is not expected to be returned for analysis (disposed). Both wire and dilator from the first kit had a significant kink upon removal from body. For the second kit, the dilator damage was noted prior to inserting into faradrive sheath; a small piece was able to be broken away, tip was not smooth, and small piece was extended into lumen of dilator.